Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to detach the case when attempting to change the cartridge. Customer used olive oil and a butter knife to release the small portion of the clip from the larger portion and was able to access the cartridge. Reportedly, the customer's blood glucose (bg) was impacted as the customer was not able to change supplies due to the case. However, the exact value was not provided as the customer did not test their bg level. The customer's bg level was treated by delivering a correction bolus via pump.